Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 15.1 mmol/l; cause was due to an unspecified malfunction alarm. Customer did not take any action to address bg level. Customer contacted the healthcare provider to obtain alternate insulin therapy.